Manufacturer narrative:
Continuation of d10: product ID: l-evolutfx-2329 (lot: 0012024665), product type: 0195-heart valves. Other medical products in use during the event include: brand name: evolut fx valve, product ID: evolutfx-26 (serial: (B)(6), product type: 0195-heart valves, implant date: (B)(6) 2024, explant date: (B)(6) 2024. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve via the right femoral artery, a pre-implant balloon aortic valvuloplasty (bav) was performed with a 18 millimeter (mm) non-medtronic balloon. The valve was 80% deployed at 3 mm on the non-coronary cusp (ncc) and 2 mm on the left coronary cusp (lcc). Upon moving the c-arm to the left anterior oblique (lao) view, the valve dislodged upwards to the ascending aorta. Instead of recapturing the valve, the valve was partially deployed to the point that the outflow crowns of the valve and one paddle was observed. The patient remained hemodynamically stable. The patient was transferred with the delivery catheter system (dcs) and valve partially deployed to the operating room. The valve was surgically removed and a surgical valve was implanted successfully. The patient is stable. No additional adverse patient effects were reported.